Manufacturer narrative:
This report is submitted on april 10, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use, resulting in an elective explant. The receiver-stimulator was explanted on (B)(6) 2017, the electrode array was left in-situ.

Manufacturer narrative:
This report is filed on may 23, 2017.